Event description:
It was reported that symptomatic patient experiencing fatigue presented in clinic. The pulse generator was unable to be interrogated. It was noted that the patient had been lost to follow up for two years. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.